Event description:
It was reported that this device had delivered five inappropriate shocks and oversensing due to right ventricle (rv) lead dislodgment. The device was reprogrammed and currently remains implanted and in service until further information from the pacing clinic. No adverse patient effects reported.